Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A few tens of seconds after the device startup, the user found the following. All lights on the front panel were turned off. The device beeped. The device could not be used. The user rebooted the device several times, and the device became usable. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc considered that this phenomenon attributed to the failure of the main circuit board. The exact cause of the failure of the main circuit board could not be conclusively determined. Omsc surmised that the pressure sensor was failed due to oxidative corrosion or foreign matter adhesion. If significant additional information is received, this report will be supplemented.